Event description:
It was reported that the patient developed an infection at the pocket site over the past couple of weeks the onset date of the infection was unknown however it was thought that the infection seeded at the generator site and traveled up the lead, spreading to the right arm, as the patient had significant cellulitis in their right arm. The patient did not have meningitis or systemic fever. The pocket site was red, swollen, painful and warm due to the infection. Cultures were taken but unknown at the time of the report. The generator was explanted and the pocket was irrigated, debrided, and treated with antibiotics preoperatively. They had a new generator placed in a new pocket on the opposite side of the body. As of (B)(6) 2015, the patient was doing ¿just fine¿ with no evidence of a new infection with the replacement.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97792, lot# n513804, implanted: (B)(6) 2015, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had superficial wound infection after spinal cord stimulator placement in the neck and battery site. The outcome was resolved without sequelae. Interventions included replacing the battery pack. There was irrigation and debridement of the cervical wound and irrigation and debridement of battery site pack with reclosure. There was drainage of the surgical site and IV antibiotics were administered. The event resulted in in-patient hospitalization. The patient reported that pain increased in the surgical site and a day later there was drainage. Erythremia was noted at the surgical site. The etiology as noted as not related to the device or therapy and related to the implant procedure. The patient was diagnosed with right arm cellulitis a week prior. The event resulted in a permanent impairment of a body structure or a body function.